Event description:
It was reported that during a lap appendectomy procedure, the surgeon wanted to use the device for ligation but the clips were milked out automatically not loaded. There were no adverse consequences to the patient.